Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed the reported issue. During troubleshooting, fse measured 230 volts input to the power supply but detected no 24 volts output, indicating a fault. To resolve the issue, the fse replaced the 24-volt power supply, and the part is return for further analysis and the failure is confirmed. After replacing the 24-volt power supply, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.